Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) was discovered to have a bad pressure cable. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: poc - (B)(6)/biomed, (B)(6), service requested as per service order repair - (B)(6)/biomed. It was reported that during pm the cardiosave intra-aortic balloon pump (iabp) had a ad pressure cable. There was no patient involvement, and no adverse event was reported. A getinge field service engineer during scheduled pm visit customer requested cardiosave to be checked out, complaint ¿always alarming not working¿. Fse examined fault log and observed fault code 67 numerous times on (B)(6) 2022. Fault code description 67- a failure communicating the correct voltage the hydraulic blood pressure sensor. The resolution is documented as replacement of the hydraulic blood pressure sensor transducer. Additionally, it was noted that "if fault persists, replace the front end board", but there's no indication that occurred. The fst tested the ibp circuit and found it operational to specifications. However, the fst noted "potential issue with customer ibp disposable cables advised to replace." And made reference to the pm s0 #(B)(4). The fault codes noted "customer environment" and indicated the equipment was functional and cleared for customer use. Note: there were no parts listed as removed or replaced under the repair so. Equipment functional cleared for customer use.